Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section b describe event or problem & section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door 7 had a silent click and failed to open. A field service engineer removed the center column and inspected the components, then replaced the latch and tested the door with the customer, however, the issue persisted. The engineer subsequently replaced the harness cable and performed testing with the customer, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had failed to be recovered. The customer also stated that the door clicked every time when tried to open the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a door clicking, and the tower failed and was non-recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.